Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was replaced at a surgical intervention due to a dislodgement and a perforation on the heart wall. The issues were discovered through a fluoroscopy. The lead remains in service at this moment. No additional adverse patient effects were reported.